Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after nearly 1 month dental implant was installed intraoral region 29#, its non-osseointegration was observed. In addition, 25 ncm of primary stability was achieved and the patient presented bone type iii.